Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The pump was received without the original belt clip. The test belt clip fit and locked in properly. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2017-84759 for hospitalization.

Event description:
The customer's mother reported via phone call that the insulin pump has a crack from the rim of the battery to the front of the screen. Blood glucose reading is unknown but she stated that it was over 600 mg/dl. The mother stated that the customer experienced high blood glucose during the night and they went to the hospital the next day. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The insulin pump was returned for analysis.